Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered. The 90% stenosed lesion being treated was location in the severely tortuous right coronary artery (rca). The 3.5x32mm taxus liberte stent delivery system (sds) was advanced to the lesion but did not cross. Although an unknown guide catheter and two additional unknown guidewires were inserted for support, the device still did not cross. The procedure was completed with another taxus liberte of unknown size. There were no patient complications and the patient condition was listed as "good". However, the returned product analysis revealed stent damage.

Manufacturer narrative:
(B)(4): a visual and microscopic examination identified distal stent damage. The struts on rows 1 to 4 from the distal edge were misaligned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)